Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported patient underwent uneventful ilasik (B)(6) 2014. Presented at one day post treatment with wrinkles on nasal side of left eye flap. Surgeon lifted and stretched left eye flap on (B)(6) 2014. (B)(6) 2014 - post treatment account reported patient's vision doing well with no pain and visual acuity sans corrected (vasc) is 20/20 in both eyes.